Event description:
The customer reported that the gastrointestinal videoscope is a dirty "glubran" instrument in the sheath. The issue occurred during inspection for use before an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.